Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer stated they could not retrieve the settings form their old insulin pump and is missing the drive support cap. The customer was informed that they will need to speak to their health care provider to obtain the settings to their insulin pump. The customer did not return the product back for analysis.